Event description:
The customer reported to vyaire medical that the vela ventilator unit has transducer fault error. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) was able to calibrated back into specification. Now alarming transducer fault again. Fsr went onsite and the error was seen. Circ. Pressure transducer test failing. Mainboard was replaced. Ovp performed and necessary calibrations were completed. Vela unit operates to manufacturer spec. The vela ventilator can be returned to service.